Event description:
It was reported that during a "trache team ward rounding" a cuff pressure leak was investigated by "ICU/trache team consultant and a/ cnc. Cuff pressure was checked and found to be lower than "20cmh2o". Cuff was re-inflated and rechecked after 30mins and was lower than "22cmh2o". Decision was made to change tracheostomy tube a week before it was due for a change. No injury reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device was received without its original packaging, decontaminated and inside in a plastic bag. Per visual inspection, no unusual conditions were detected. Per functional testing, the device passed the leak test. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.